Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the patient suffered a fall during a seizure and believes the high impedance is a result of the fall. Clinic notes dated (B)(6) 2014 note that the patient will undergo lead replacement surgery. It was noted that the patient suffered a fall in (B)(6) 2013 associated with a seizure. Device diagnostics noted high impedance (> 10,000 ohms) and notes indicate that the high impedance could be from displacement with the last fall or fibrosis and that lead replacement is needed. It is unknown if the device was programmed off after observing the high impedance. Surgical intervention has not been performed to date.